Manufacturer narrative:
Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e: initial reporter and device codes (f10 and h6), in sections f: user facility/importer report information and h: device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a hematoma occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect (vcc) kit was selected for use. The physician obtained right femoral vein access using ultrasound guidance, using a mini access kit. The physician noted the right femoral vein may be partially occluded, however, after multiple attempts with the access needle, brisk blood return was seen, wire advanced, mini access sheath inserted, exchanged for an 8f sheath that was inserted and removed, site pre-closed with a non-boston scientific (bsc) vascular closure device, and 8f sheath reinserted. Heparin was given. The radiofrequency (rf) wire was advanced, 8f sheath exchanged for a watchman fxd curve access system (was) along with the versacross dilator. Transseptal access was obtained. A 24 mm watchman flx pro closure device and delivery system (wds) was then inserted, advanced, and deployed. The 24 mm wds was found to be under compressed, and it was removed and exchanged for a 27 mm wds. The 27 mm wds was advanced, transesophageal echocardiogram (tee) imaging became difficult to interpret; therefore, the physician removed the 27 mm wds without attempting deployment. A non-boston scientific pigtail catheter was readvanced to position the was optimally for deployment. The pigtail catheter was removed, then physician encountered significant difficulty re-advancing the 27 mm wds through the was, prompting review of the was under fluoroscopy looking for kinks, and no kinks were present. It was then discovered by the physician that the patient had developed a large hematoma at the groin, compressing on the was. The procedure was aborted, the was removed, and the non-bsc vascular closure device was tied down. Protamine was given and manual pressure was held on the groin access site for ten (10) min. The hematoma was resolved before the patient left the procedure room. The patient is expected to fully recover. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a hematoma occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect (vcc) kit was selected for use. The physician obtained right femoral vein access using ultrasound guidance, using a mini access kit. The physician noted the right femoral vein may be partially occluded, however, after multiple attempts with the access needle, brisk blood return was seen, wire advanced, mini access sheath inserted, exchanged for an 8f sheath that was inserted and removed, site pre-closed with a non-boston scientific (bsc) vascular closure device, and 8f sheath reinserted. Heparin was given. The radiofrequency (rf) wire was advanced, 8f sheath exchanged for a watchman fxd curve access system (was) along with the versacross dilator. Transseptal access was obtained. A 24mm watchman flx pro closure device and delivery system (wds) was then inserted, advanced, and deployed. The 24mm wds was found to be under compressed, and it was removed and exchanged for a 27mm wds. The 27mm wds was advanced, transesophageal echocardiogram (tee) imaging became difficult to interpret; therefore, the physician removed the 27mm wds without attempting deployment. A non-boston scientific pigtail catheter was readvanced to position the was optimally for deployment. The pigtail catheter was removed, then physician encountered significant difficulty re-advancing the 27mm wds through the was, prompting review of the was under fluoroscopy looking for kinks, and no kinks were present. It was then discovered by the physician that the patient had developed a large hematoma at the groin, compressing on the was. The procedure was aborted, the was removed, and the non-bsc vascular closure device was tied down. Protamine was given and manual pressure was held on the groin access site for ten (10) min. The hematoma was resolved before the patient left the procedure room. The patient is expected to fully recover. The device is not expected to be returned for analysis.